Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative (rep) was onsite troubleshooting the system and as the rep logged into the stealth it powered off before getting to the clinical application. No patient present. The rep then tried to turn it on by the main cart, light illuminated then turned off and the system did not boot up. The rep tried again with the same result. Technical services (ts) then had the rep try by using the camera cart power button and same thing, light illuminated and then turned off. Ts had the rep disconnect the back-up batteries and the system was able to boot up.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the batteries was replaced. The system then passed the system checkout and was found to be fully functional. B01, c02, d02 applicable codes. H3: analysis found on battery- analysis determined the battery was tested with a known-good ups for +48hrs. Ups shut down, as programmed, during testing due to the battery over charging and heating up. Voltage measured 52.77v before and then 55.00v after shutdown. B01, c02, d02 applicable codes. Update sn/lot# (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.